Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced due to suspected fracture evidenced by lead integrity alert trigger, high coil impedance, and oversensing seen through the sensing integrity counter value. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).